Event description:
Follow up revealed the patient's ipg was explanted and replaced.

Manufacturer narrative:
Recall: 1627487-12192011-003-r & 1627487-07262012-002-r . This ipg serial number is included in field advisories. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at their ipg site whether stimulation is on or off. As a result, the patient will undergo surgical intervention.